Event description:
It was reported that, during a procedure the message "30297 joules used" was issued. Following that, the fiber could no longer be used. Another fiber was used to complete the procedure. No patient complications were reported. Additional information was received indicating that there was not a fiber break. The manufacturer has reviewed all information and determined this event no longer meets the reporting criteria.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified the metal cap exhibited debris adhesion on its surface, indicative of tissue contact. No further fiber tip damage was observed. Functional testing with the hene (helium-neon) laser fixture did not identify breaks along the length of the fiber. The connector cone, segments, and tabs appeared in good condition and secured. The fiber connector passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber as designed. Fiber devitrification and detritus are normal signs of usage. The returned fiber card read "soft_joule_limit". This flag is triggered when the user passes 24kj and disconnects and reconnects the fiber, power cycles the system, or removes and reinserts the card. The fiber card data suggests that there was a potential issue with the power to the console, or the device or fiber card were unplugged. Based on all available information, there is not enough evidence available to determine the cause of the flag. Therefore, this investigation is being assigned a conclusion code of cause not established.

Event description:
It was reported that during a procedure the message 30297 joules used, and the fiber was unable to continue working after this message appears. It was also stated that the fiber broke. Another fiber was opened to complete the procedure. No further information was provided. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that, during a procedure the message "30297 joules used" was issued. Following that, the fiber could no longer be used. Another fiber was used to complete the procedure. No patient complications were reported. Additional information was received indicating that there was not fiber break. The manufacturer has reviewed all information and determined this event no longer meets the reporting criteria.